Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment with unspecified intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. Extraneal and physioneal therapies were ongoing. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.